Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician was able to duplicate the customer reported problem. The service technician replaced the power supply to address the findings. Extended self testing (est) and applicable performance verification testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.